Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to fracture & bone loss. The implants fractured and flowered at the crest.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Therefore, visual evaluation could not be performed. X-ray or picture were not provided by customer. The device had been placed on tooth sites #18 for approximately 4 months when the incident occurred. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was removed due to fracture & bone loss. The implants fractured and flowered at the crest. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.